Event description:
The patient contacted animas on (B)(6) 2013 reporting that the display screen gradually faded over the course of 4-5 months. This report is made based on the allegation of the display issue which could not be resolved through troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 05/17/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.